Event description:
The customer complained of multiple problems with their cobas 8000 cobas ise module (double) system. The customer was getting analyzer alarms, failed calibrations, and failed qc. After conditioning the system multiple times the customer was able to have successful calibration. The customer provided a reportable malfunction for 1 patient tested for ise indirect na for gen.2. The initial sodium result was 128 mmol/l with a data flag. The repeat result was 136 mmol/l. The initial result was reported outside of the laboratory. The repeat result was deemed to be correct. There was no adverse event. The patient sample was processed by a modular pre-analytical system. The sodium electrode lot information was requested but was not provided. Based on the qc data provided, there was no indication of a performance issue with the reagent or the instrument. The field engineering specialist found that the sipper tubing assembly was not fully screwed into the acrylic block. He tightened the sipper tubing. He replaced multiple valves and syringe seals. He decontaminated the system. He performed an ise check with acceptable results. Calibration and qc testing were performed with acceptable results.